Manufacturer narrative:
Literature citation: amer, tamer, merrin, caitlin, win tun, zaw, yacoub, mena, ebrahimi, ali, degheim, george. A dilemma of hemorrhage vs thrombosis: a case of watchman device thrombus in a patient with intracranial hemorrhage history. Am j cardiovasc dis 2021; 11 (4): 458-461. Date of event- estimated as (B)(6) 2020 as the date of event was not provided, but the article was received (B)(6) 2020. The first event was estimated 3 weeks after the index procedure. Implant date - estimated as (B)(6) 2020 as the date of event was not provided, but the article was received (B)(6) 2020.

Event description:
It was reported via literature that a cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman laa closure device was implanted. The patient was discharged on warfarin and aspirin for antithrombotic therapy. The patient presented three weeks post index procedure with altered mental status, and was found to have a right temporal occipital lobe subacute infarct. The presentation of this new ischemic stroke in addition to the patient's history of ich put the patient at an increased risk of hemorrhagic transformation. However, given the recent implantation of the closure device twenty four days prior to the new cva, the patient was deemed within the endothelialization range, and continued anticoagulation with warfarin. Given the patient's medical history, the patient was at increased risk for device thrombosis. After consultation with neurology and review of computed tomography (CT) films, the infarct was felt to be at less risk for hemorrhagic conversion due to its small size and characteristics. Thus, the patient's warfarin regiment was continued with a narrower international normalized ratio (inr) goal of 2.0-2.5. The patient was monitored closely, and did not develop hemorrhagic conversion or any further complications. The patient was subsequently discharged home. Six weeks post implantation, transesophageal echocardiography (tee) indicated that despite uninterrupted anticoagulation with warfarin, a thrombus was identified on the closure device. The patient's anticoagulation was subsequently adjusted with a higher inr goal of 2.5-3.0. A repeat tee was then performed six months post implant indicating complete resolution of the device related thrombus.